Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is w/o stimulation and has been unable to communicate with the ipg since (B)(4), 2013. Also, the pt's ipg is loose in the pocket. Surgical intervention was undertaken and the pt's ipg was explanted and a replacement ipg was implanted in the pt's abdomen. The pt reported effective stimulation coverage postoperative.